Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to external insulation abrasion were noted at 6.8-9.8cm from the distal tip, consistent with friction to another device or feature of the heart. The etfe coating was intact at this location. Internal insulation abrasion was noted under the rv shock coil at 5.9-6.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that during a device explant, externalized conductors proximal to the distal coil were observed. The lead was explanted.